Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approx. 2 months, an rv lead dislodgement was reported. This lead was repositioned and remains actively implanted.

Manufacturer narrative:
We were provided the incorrect evaluation conclusion code. It has been corrected.